Event description:
On 5/1/96, rptr had a potentially serious situation arise with an infant born four weeks early in unstable condition. The infant was placed on cardiopulmonary monitoring with electrodes. Thirty mins after placing the infant on the monitor, rptr lost the respiratory wave form on the monitor, over the next 2 1/2 hrs rptr completely changed monitors, modules, leads and tried four different packages of the electrodes. Rptr called the monitor MFR's 800 number trying to find out why they couldn't monitor this infant's respiratory rate. The intensive care unit staff members were called to the nursery as well, but were unable to correct the problem. The entire time that they were troubleshooting the premie infant was having episodes of apnea and bradycardia. Rptr had a corpsman sitting by the baby monitoring respiratory rate. They eventually tried adult electrodes from ICU and they worked. After examining the electrodes, rptr discovered that the conduction jell was insufficient to accurately monitor infants.